Event description:
It was reported that the 3.0x16 mm graftmaster stent implant was being used for treatment of an aneurysm located in the left posterior tibial peroneal trunk. The graftmaster was positioned across the region of the next of the pseudoaneurysm and deployed. Despite multiple attempts of enlarging the stent, there remain some degree of leakage into the pseudoaneurysm. Kissing balloons were used into the posterior tibial and peroneal artery was performed with dilatation of the inferior aspect of the stent and only minimal flow into the pseudoaneurysm post procedure. Good flow remained into the lower leg with normal runoff. No additional information was provided.

Manufacturer narrative:
(B)(4) - indication for use. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the otw graftmaster instructions for use states that the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts less than or equal to 2.75 mm in diameter. In this case, it is unknown if the treatment of the aneurysm outside of the indication contributed to the reported event. Although a conclusive cause for the reported difficulty to deploy can not be determined, the treatment appears to be related to the operational context of the procedure and there is no indication of a product quality deficiency.